Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 57 mg/dl at the time of incident. The customer stated changed the reservoir out this morning and filled the 300 millimeters to half full after eating breakfast. The customer started to feel week so customer pulled the reservoir out and it gave 40 units of insulin. The customer's current blood glucose level is 116 mg/dl. The customer did troubleshoot the issue. The customer does not agree the insulin pump is working as designed. The customer will be return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. Unit received was not stuck in the manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit was monitored and functioning properly. Insulin pump passed the dat at 0.0868 inches. Unit was programmed with multiple bolus deliveries and monitored with a water filled reservoir. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. Insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. After testing it was concluded that the device operated within specifications.